Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xt, was then inserted and placed on the mitral valve. However, while attempting to deploy the clip, the lock line failed. Therefore, the clip was removed and replaced. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening during efaa. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 4012.

Event description:
Subsequent to the previously filed report, additional information was received: while attempting to deploy the clip, after retracting the lock line to the blue line, resistance was encountered, and the lock failed. Troubleshooting was performed to remove the lock line. The clip was removed and replaced.